Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have cracks on insulin pump and possible moisture under display screen. Customer does not know how damage occurred. Customer's blood glucose was unknown, but stated that it was high. Customer was advised that insulin pump would need to be replaced.